Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the anterior loop was attached to the back of the optics. The procedure was completed on the same day. Additional information was requested and received stating that the trailing haptic was released from the back of the optics during the initial surgery.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The reported complaint was observed on the returned video. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Returned video shows procedure of an intraocular lens implantation with company specific device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into picture when the iol (intraocular lens) is at the pause location. The iol is inserted in the eye. The leading haptic appears to be adhered to the posterior side of the optic and is released by hcp (health care professional) with the help of surgical instrument. The iol is successfully implanted. Based on our observation of the attached video, the leading haptic appears to be adhered to the posterior side of the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company specific haptics adhering to the optic surface following delivery with the company specific device. The manufacturer internal reference number is: (B)(4).